Event description:
It was reported that a balloon burst occurred. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During preparation, a balloon burst was noted. The procedure was completed with another of the same device. No complications reported and the patient's condition was stable. It was further reported that the target lesion was more than 70% stenosed and very mildly tortuous. Furthermore, the balloon ruptured during first inflation for only a few seconds. The patient was stable post-procedure.

Event description:
It was reported that a balloon burst occurred. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During preparation, a balloon burst was noted. The procedure was completed with another of the same device. No complications reported and the patient's condition was stable.